Event description:
The user facility reported that the oxygenator was unpacked, assembled to the tubing set, flushed and primed in usual manner. After a period of 8-15 mins of water testing and recirculation, preparations were made to initiate bypass. It was noted shortly after cannulation that blood tinged prime was observed coming from the area of the gas port and a 4" diameter puddle was located directly below the port. The oxygenator was changed out following the usual algorithm for priming and de-airing the new membrane. Bypass was then initiated without incident.